Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received no delivery alarm. The user stated the no delivery alarm occurs while insulin blousing. The customer also reported every time they change the battery, the pump will reject the battery, but they will put the same battery back in and the pump will accept it. Customer declined to provide their blood glucose level at the time of the incident. Troubleshooting was not completed for the no delivery alarm as the customer declined 24 hour technical support. No harm requiring medical intervention was reported. The pump will not be returned for analysis. No product is expected to return for analysis.